Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation results, the cause of the reported no image malfunction was due to a faulty patient circuit board (bi) and liquid crystal display panel unit, which was attributed to aging/wear and tear since 6 years and 8 months have passed since the device was manufactured. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found the users no image output malfunction due to a faulty liquid crystal display (lcd) panel and a faulty printed circuit board. Additionally, the chassis is bent on the lower left corner of the bezel and small scratch on the upper right corner of the screen. The device is pending repair. The asset was last serviced on (B)(6), 2021; inspection only, no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset high definition liquid crystal display monitor was found to have a no image output malfunction during a standard service inspection. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.